Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited out of range shock impedance measurements with no values displayed. Technical services (ts) reviewed the data and determined that the impedance value was high and greater than 200 ohms, also noting that while the lead is single coil, the shock vector is programmed to a triad setting. Ts was further notified by the clinician that a non-boston scientific subcutaneous lead array was implanted last year, and recommended further evaluation in clinic with pocket manipulation, having the patient perform isometrics, and testing serial impedances. No evidence of lead noise has been presented at this time, and no adverse patient effects were reported. This crt-d system remains in service. Additional information was received that the patient was brought in for evaluation, and a chest x ray reveal a fracture on the non-boston scientific subcutaneous lead. The patient underwent a lead revision to change the coil and adapter, with the system device being replaced as well. No adverse patient effects were reported. This crt-d is no longer in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device'.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited out of range shock impedance measurements with no values displayed. Technical services (ts) reviewed the data and determined that the impedance value was high and greater than 200 ohms, also noting that while the lead is single coil, the shock vector is programmed to a triad setting. Ts was further notified by the clinician that a non-boston scientific subcutaneous lead array was implanted last year, and recommended further evaluation in clinic with pocket manipulation, having the patient perform isometrics, and testing serial impedances. No evidence of lead noise has been presented at this time, and no adverse patient effects were reported. This crt-d system remains in service.